Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the reported inaccuracy was unable be to duplicated. Codes b01, c19, and d14 are applicable. It was noted the damaged pneumatic tubing was replaced, however, this was unrelated to the reported event. H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex e codes were applied to capture the patient impact. E0126 captures the decreased nerve activity in the bilateral lower extremities while e012401 captures the spinal cord injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was an alleged inaccuracy where the screws were shifted. Additional information was not provided. Additional information was received. During service, it was reported that a damaged pneumatic tubing was found. Additional information received from a manufacturer representative reported that the procedure was a mis psif. There seemed to be a globalshift as all left screws were medial and all screws on the right were lateral between 3.5 to 10mm. Additional information received from a manufacturer representative reported that the procedure was a scan and plan on t8-l3. A schanz bridge was mounted to the psis, and a bed was jackknifed. The levels affected were t9-t12. It was noted that the target extender had a missing positioning screw. Additional information was received. It was reported that the patient experienced a spinal cord injury at t11 and t12. There was decreased nerve activity in the bilateral lower extremities. There was a delay to the procedure. It was noted the patient came back the next day for a revision. The case was completed freehandedly with new screws. The method was noted to be an open midline lami [laminectomy]. The procedure was from levels t9-l3. They had planned for t8-l4 but skipped the top and bottom screws.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit2847, serial lot: unknown. H6: the target extender has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) a05 was applied to capture the missing positioning screw/pin. H3, h6) analysis was performed for this event. In summary, the complaint was confirmed. All planned trajectories were planned with no observable issues. Since all screws demonstrated a shift, neither patient movement nor platform could be ruled out. However, two scan and plan registrations were performed, both of which included instrumentation, and shifts were detected after both registrations. This makes patient movement a less likely cause. A schanz was mounted to the posterior superior iliac spine (psis). In minimally invasive procedures, the validated range for schanz screw placement extends from l1 to s2. Above this range, platform stability may be compromised. Therefore, for levels t9, t10, t11, and t12, platform use was off-label and could not be controlled for potential movements or instabilities. Since the t9 right trajectory was the first to be executed, platform instability may have been present from the start and affected the next trajectories. It was reported that the screw on the star marker was installed correctly and sat flush. However, the silver positioning pin on the target extender was missing. Based on the provided image and the inconsistent deviations observed across all levels, it appears that the missing silver positioning pin may have resulted in an improper attachment of the star marker during the scan and plan registration, which could have contributed to the reported deviations. This factor, combined with the off-label use of the schanz screw at t9, t10, t11, and t12, contributed to the reported deviations. Previously reported code, b01, is applicable as well as newly reported codes, c07, c13, d11, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.